Manufacturer narrative:
(B)(4). A CAPA has been initiated to investigate the issue of the ruptured reservoir. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured between may 9, 2014 ¿ may 13, 2014. Evaluation summary: baxter received one unit for evaluation. Visual inspection on the unit noted fluid located inside the housing which indicated leakage has occurred. Further visual inspection revealed the cause of leakage inside the housing was due to a ruptured reservoir. The ruptured reservoir was microscopically examined and a marking was found near the rupture line. The leak was determined to be due to the ruptured bladder; however, the cause of the rupture could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor had a leak. The leak was further described as being located in the inner balloon and going into the outer chamber. The unit was filled with desferrioxamine 2g in 60ml sodium chloride 0.9%. There was no patient involvement. Additional information was requested and is not available.